Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The company service representative examined the system, confirmed, and replicated liquid residue on the output lens of the objective, as well as a nonconformity in the xy calibration for flap mode. The company service representative found the z depth calibration (flap mode) and flap energy calibration to be within specifications. The company service representative removed the liquid residue from the face of the objective lens and calibrated the xy calibration for flap mode. As preventive measures, the company service representative optimized the spot size in flap mode, verified the z depth calibration in flap mode, and calibrated the applanation. The company service representative performed several mock surgeries in flap and cataract mode successfully. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. It remains inconclusive how or when the liquid residue accumulated or the xy calibration became nonconforming. While the ar did confirm liquid residue and a nonconforming xy calibration, it remains inconclusive whether these were the root cause of the reported event. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported when trying to open the flap, left upper quadrant of the eye appeared to look like small edema with irregular shape. The surgeon found that flap was not "catted" and open in the whole range. The surgeon manually separated the flap with a spatula and completed the surgery. Additional information has been requested. There are multiple related reports for this event. This report addresses the patient mb's right eye and other manufacturer reports will be filed.